Manufacturer narrative:
(B)(4). Results: the actual device involved in this event was returned for evaluation. The mesh was still attached to the two needles with the plastic sheath. One needle was in two pieces and the tip of the needle was missing. The device was visually evaluated. The device was received in a condition which does not meet specification. It appears that during the surgery a strong strength had been applied at the extremity of the needle to deform it.

Manufacturer narrative:
(B)(4). Results: the actual device involved in this event was returned for evaluation. The mesh was still attached to the two needles. The product was used (some blood is present on the guide and on one needle). One needle has the extremity damaged. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2011. Prior to starting the procedure, the physician noted that the plastic trocar sheath was split when it was taken out of the package. A second device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 04/26/2011. (B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.